Event description:
It was reported that the device had no pacing output, telemetry and programming difficulty. The device was at elective replacement (eri). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4) device analysis found normal battery depletion.